Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 60000615 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and there was valve damage. It was reported that the sheath has valve damage, returning a large volume of blood. They chose to follow with procedure without using another sheath, and the sheath was discarded according to the hospital internal protocol. No harm done to the patient. Additional information was received which indicated that there was leakage and the brim cap/hub became detached from the sheath. The sheath was not being used on the patient. Follow up is being conducted to clarify if there was hub detachment.

Manufacturer narrative:
On 22-sep-2025, additional information was received which indicated that there was no hub detachment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).